Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture, capsular contracture baker grade iii.

Event description:
Healthcare professional reported right side capsular contracture baker grade iii and rupture. Device has been explanted and replaced.

Event description:
Healthcare professional reported right side capsular contracture baker grade iii and rupture. Device has been explanted and replaced.

Event description:
Healthcare professional reported right side capsular contracture baker grade iii and rupture. Device has been explanted and replaced.

Manufacturer narrative:
Visual evaluation: device photograph(s) for the device related to the reported event of capsular contracture and rupture was reviewed on december 08, 2023. It is not possible to determine the lot number and catalog number of the photos provided. Visual analysis of the photographs identified: ¿ capsular contracture: unable to observe since it is not related to the device. ¿ rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. No additional observations were carried out. No further actions are required as no manufacturing issues are observed. Device evaluation:based on the device analysis grid, the assessments of the complaint are: ¿ rupture : observed, one opening side assessed as fold flaw opening. Additional observation: ¿ no penetrating nick ( stress marks). No further actions are required as no issues with the manufacturing process are observed.